Event description:
Patient described the event as experiencing initial discomfort and a gritty feeling with her left contact lens. She eventually experienced light sensitivity and went to an after hours emergency clinic. Patient reports the doctor determined that she scratched her left eye and then it developed into an infection. Patient reports the initial infection was untreated and another infection occurred at the same time which the doctor called a herpes virus infection. The doctor indicated the event was possibly due to a piece of contact lens in her eye. The patient was referred to a specialist the following day. The patient reports being given two medications; an antibiotic for the scratch and trifluoridine for the infection. At the time of the report, the patient was still under treatment. Although requests have been made, no additional information, and no medical documentation for this event have been received.

Manufacturer narrative:
No product was returned for evaluation and no lot number information was provided. Based on available information, no root cause can be determined and no conclusion can be drawn.